Event description:
During product service by a service technician, a flogard infusion pump presented the f-58 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection found the device to be in good physical condition. A power on self test functional test was performed. The f-58 alarm was identified during the functional testing. The cause of the condition was determined to be an out of specification central processing unit board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.